Event description:
It was reported that the cls cup was extracted and broke.

Manufacturer narrative:
(B) (4). Conclusion: due to the fact that the product was sterilized, it is impossible for us to evaluate the mentioned problem. There is no sign of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.